Event description:
A product liability claim was raised. It was reported by pt's counsel that his client received a cls spotorno stem on (B)(6) 2009. On (B)(6) 2013, the counsel allegedly claim that his client is "affected by faulty prosthesis". No other info was received to explain as to what his client is experiencing.

Manufacturer narrative:
We cannot ascertained from the info provided as to the pt's complaint. A follow report will be submitted once more info is received. (B)(4).